Event description:
It was reported that the system was explanted and replaced due to a system upgrade. The atrial and ventricular leads were returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured, the defib conductor was distorted, and blood/body fluid was present on all conductors (not obstructed). Blood/body fluid was found on the outer tubing overlay, which was melted and exhibited cosmetic environmental stress cracking. The outer insulation was torn and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Tissue was found on the helix, and the lead appeared stretched. (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured, and the proximal conductor was noted to have blood/body fluid present (not obstructed) and was cut. The outer insulation was breached cut, and exhibited both a cosmetic and breached depression, and a white substance was present. The lead appeared stretched.